Event description:
It was reported that the pump was not charging using the tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to the customer. Reportedly, the customer will contact hcp for backup insulin delivery if needed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned